Manufacturer narrative:
According to the product experience report (per form), this lead was surgically capped and will not be returned to boston scientific.

Event description:
It was reported in a product experience report (per) that this device k273/406022 was explanted due to pulse generator header damage and the lead (4480/423243) was stuck in header.